Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item was not holding a tap. The repair technician reported the lock sleeve was sticking, and the coupler shaft showed signs of water corrosion. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. A manufacturing evaluation was completed: the device was produced and distributed in december 2011. Our investigation shows that the engage mechanism worked properly. There is no damage visible. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic inspection shows that the coupling is damaged inside the bore and therefore it is not possible to insert the counterpart as per design intent. Unfortunately we are not able to determine the exact root cause of this occurrence. It is likely that a misuse of the device led to malfunction of the device. The relevant dimensions cannot be checked due to the bad condition of the device. Therefore this compliant is to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon held the screw manually and successfully completed the surgery without another instrument.

Manufacturer narrative:
A service history maintenance eval/review was performed. The investigation of the complaint articles has shown that: the service history review: lot #2819775, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 29-dec-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during veterinary surgery for a radius of a fracture on a cat the handle with mini quick coupling instrument would not hold a tap, would not lock and was reported to stick. There was a 15 minute delay reported the surgeon held the screw manually and successfully completed the surgery with another instrument. No human patient involved in this event. This is report 1 of 1 for (B)(4).